Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable defibrillation lead (B)(6) 2004, 4537 competitor implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the atrial lead "malfunctioned". The lead was capped and replaced. No patient complications have been reportedas a result of this event.